Event description:
It was reported that the implantable neurostimulator (ins) was replaced 1 year ago ((B)(6) 2012). It was stated that therapy was fine until the lead broke; clarified as a contact on the lead. It was stated that therapy was barely working and now the healthcare provider (hcp) wanted to do a lead revision. The patient was concerned that if they could not remove the leads she would not have therapy replaced. The ins reportedly did work initially. The patient was to contact her previous hcp and ask why the original lead (right side) could not be removed.

Manufacturer narrative:
Product ID 3889-28, lot# v002703, implanted: 2006 (B)(6); product type lead product ID 3889-28, lot# v060172, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient. (B)(4).